Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low and high blood glucose levels. Customer's blood glucose level went as low as 51 mg/dl and as high as 530 mg/dl. Customer treated their low blood glucose levels via carb intake. Customer treated their high blood glucose levels via manual injection. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.